Event description:
The patient was taking unspecified insulin unknown formulation via a pen injection device for diabetes mellitus. The person operating the device was the patient. It is unknown if the operator of the device was trained. The pen was reported to have both "noses" broken on clear cartridge holder. The device was not yet returned to the company. The device is being sent to the manufacturer for additional evaluation if the pharmacist will receive the device. Conclusion is pending.